Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test results are 140 mg/dl am fasting and 200 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that due to the result of hi he had gone to the hospital on (B)(6) 2023. Customer's blood glucose test result at the hospital had been 532 mg/dl. The diagnosis was high blood glucose and customer was treated with insulin and saline solution. Customer stayed at the hospital for five hours until his blood glucose test result had been 167 mg/dl and then had been discharged. The product is stored according to specification in the bedroom. The customer's test strips are expired: manufacturer¿s expiration date is 06/30/2023; open vial date was not provided. The customer did have another vial of test strips that had been stored and handled correctly: lot number za5086s, manufacturer¿s expiration date is 06/30/2024. During the call, a blood test was performed by the customer non-fasting and produced test result of 574 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 481 mg/dl, date: (B)(6) 2023, time: 8:24 am fasting. Result 2: 261 mg/dl, date: (B)(6) 2023, time: 7:34 am fasting. Result 3: 174 mg/dl, date: (B)(6) 2023, time: 12:56 am fasting. Result 4: hi, date: (B)(6) 2023, time: 5:46 pm fasting. Result 5: 445 mg/dl, date: (B)(6) 2023, time: 7:57 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.